Event description:
Related manufacturer report number 2017865-2022-50532. It was reported that during a remote follow up, noise was noted on the right atrial (ra) lead resulting in oversensing and inappropriate therapy. Additionally, far field r-wave oversensing was noted on the device and low pacing impedance was noted on the ra lead. The physician suspected ra lead damage, however, diagnostic imaging was not performed. Abbott technical support was contacted and the device was reprogrammed to resolve the event. No additional intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
Session records were provided for review by technical services. Analysis of the session records indicated that the incorrect interpretation of signal and far-field r-wave oversensing event was sensed by the device.